Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use during surgical procedures. Non-observance of the instructions listed in this manual can lead to life-threatening injuries of the patient, to severe injuries of the surgical team, nursing staff or service personnel, or to damage or malfunction of device and/or accessories. Device inherent dangers: warning! Metabolic and cardiac reactions: insufflating co2 may result in metabolic acidosis. This can lead to cardiac irregularities. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a procedure on an unknown date, and ¿at the venue of the 38th urological endoscopy and robotics conference, a sales representative heard from dr. That he had experienced longitudinal emphysema in a past robot-assisted retroperitoneoscopic partial nephrectomy case. During the surgery, the patient briefly went into cardiac arrest, but the patient returned and is said to be alive and well with no post-operative sequelae. The doctor said that the causal relationship between this event and air seal was unclear.¿. The surgery was completed. Per follow-up assessment, "the incident happened two years ago, so we don't have any detailed information, but we was told that the patient is still alive". This report is being raised due to the reported injury of longitudinal emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a procedure on an unknown date, and ¿at the venue of the 38th urological endoscopy and robotics conference, a sales representative heard from dr. That he had experienced longitudinal emphysema in a past robot-assisted retroperitoneoscopic partial nephrectomy case. During the surgery, the patient briefly went into cardiac arrest, but the patient returned and is said to be alive and well with no post-operative sequelae. The doctor said that the causal relationship between this event and air seal was unclear.¿. The surgery was completed. Per follow-up assessment, "the incident happened two years ago, so we don't have any detailed information, but we was told that the patient is still alive". This report is being raised due to the reported injury of longitudinal emphysema.